Event description:
Complainant alleged that during a routine shift check by a clincian, the device's display is not legible. Complainant indicated that there was no patient involvement in the reported malfunction.